Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of angle wire not functioning properly was issue with the device watertightness which led to the control section rusting when exposed to liquid. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. Due to a pinhole on channel tube, water tightness was lost. In addition to evaluation, the grip was sticky. The up/down plate was sticky. The universal cord was sticky. Light guide cover glass had corrosion. Light guide connector had corrosion. The control unit had corrosion due to water leakage. Light guide bundle was slipping down. Grip had a scratch. The up/down plate had a scratch. Universal cord had a scratch. Light guide connector had a scratch. The switch box had a scratch. Due to damage on channel tube, forceps could not be inserted smoothly. Due to damage on the channel tube, the channel cleaning brush could not be inserted smoothly. Due to discoloration of light guide bundle, illumination was uneven. Due to damage, switch button 1 did not work. Connecting tube had a scratch. The video connector case had a scratch. The video connector had a scratch. The video cable had a scratch. Lock engagement lever had a scratch. Angulation lever had a scratch. Image guide protector had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus employee reported on behalf of a customer, the uretero-reno videoscope experienced a leakage. There was no report of user or patient harm associated with this event. During incoming inspection, it was determined the angle lock due to wear of the angle wire. This medwatch is being submitted to capture the reportable malfunction found during evaluation.